Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room then hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose. The customer's blood glucose was 144 mg/dl after drinking. The customer was treated with glucagon and food. Troubleshooting was done for low blood glucose and over delivery. Customer was using auto mode during low blood glucose. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.